Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys cea assay result from the cobas 6000 e 601 module. The initial result was 7.15 ng/ml. The repeat results were 4.27 ng/ml and 4.31 ng/ml. The result of 4.31 ng/ml was believed to be correct and was reported outside the laboratory. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 268397. The expiration date was requested but was not provided. The qc results were acceptable.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.